Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified the device had foreign material inside air water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.